Event description:
It was reported that the patient presented to clinic after receiving inappropriate therapy. No capture was seen. Capture threshold had been steadily increasing and sensing decreased since implant. Investigation revealed that inappropriate therapy was due to sensing atrial fibrillation. The lead was found to have dislodged. The lead was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.